Event description:
Report received of an overdelivery. The pump was programmed in at 1320 to deliver meperidine 10mg/ml in the pca only mode with a pca dose of 10mg, a pt lockout of 10 minutes, and a 4-hour limit of 240mg. At 1400, the nurse found the pt to have labored breathing and was responsive to painful stimuli only. The pt was successfully treated with one ampule of narcan. The pump reportedly delivered one dose of 150mg instead of the intended 10mg. There were no reported adverse pt sequelae. Though requested, no add'l info was available.